Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had low blood glucose of 45 mg/dl and also reported blank display. Customer had a low battery warning and it shut down auto mode - unable to enter auto basal. Troubleshooting done for unable to enter auto basal (guardian sensor 3) and it shows auto mode status screen shows active insulin updating. Explained active insulin updating occurs if the pump has recently been turned on for the 1st time, a pump error occurred, settings were cleared, or has been suspended for more than 4 hours. Troubleshooting was declined for the low blood glucose and blank display. The insulin pump will not be returned for analysis.